Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. This hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : previous investigations that have included device history reviews since the asr platform was launched have shown no indication of deviations or anomalies with regard to material, manufacturing or inspection. Therefore, if lot codes are provided, no DHR (device history record) review or complaint database search for this individual asr component will be carried out at this time.

Event description:
Operative notes stated that there was a large effusion, there was granulomatous inflammation involving the hip capsule. The abductors were alive and viable. There was mild osteolysis around the proximal medial femur. Revision notes stated that the capsule was patulous and expanded. There was corrosion both at the trunnion and adapter sleeve. The acetabular component was easily removed without bone loss. We inspected the outer surface of the acetabular component. There was no bone on growth, only fibrous material present. The previous acetabular component was in poor position and placed with a high hip center.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: e3 initial reporter occupation: lawyer. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. This hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : previous investigations that have included manufacturing record evaluations (mre) since the asr platform was launched have shown no indication of deviations or anomalies with regard to material, manufacturing or inspection.

Manufacturer narrative:
Product complaint # (B)(4). Occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation records received. Ligation alleges personal and economic injuries, elevated cobalt and chromium levels, adverse local tissue reaction, pain, loss of mobility, illnesses, psuedotumor, and injuries. No labs were provided for the alleged elevated metal ions. Doi: (B)(6) 2009, dor: (B)(6) 2019, right hip.